Event description:
It was reported that a continu-flo primary administration set was ¿faulty.¿ this was noted before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. Photo inspection revealed seal marks on the tubing and that the set was sealed by the packaging machine. The reported condition was verified. The cause of the condition was due to the packaging machine. A CAPA has been opened to address this issue. To correct the issue detection sensors were installed on the machine at the end of (B)(6) 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.